Manufacturer narrative:
(B)(4) 2014 unit was received from the field for evaluation. Refer to evaluation #(B)(4)- customer stated that the touch screen was unresponsive. Screen was cleaned and functioned properly. Could not determine cause of stated malfunction. Recommend retest and return to customer. (B)(6) 2014 the DHR for console (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. Console history ((B)(4)) was reviewed during the months of august 10, 2013 through january 10, 2014 and showed that there were no reported microtip unit failures originating from this console. Also this was the first and only time this unit was evaluated for a complaint. No significant trend was observed. The complaints database was reviewed during the months of august 10, 2013 through january 10, 2014 and showed that this was the first and only reported complaint from this facility. No significant trend was observed. Further review of the complaints database showed that to date there are (B)(4) reported console complaints due to touchscreen failures. CAPA (B)(4) was opened to address the console touchscreen malfunction.

Event description:
The buttons for cut and aspiration are not working.